Event description:
Customer's caregiver reported that on (B)(6), 2013 customer received an ER-4 message on the display of her adc blood glucose meter upon test strip insertion. Caller further reported the customer was found by her relatives to be "lethargic, sweating profusely and disoriented". Paramedics were called and upon their arrival received a reading of 22 mg/dl on their unknown brand of meter. Customer was treated on the scene with an intravenous infusion of unknown type. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. It should be noted: during troubleshooting with customer service it was revealed the test strips the customer was using expired on november 30, 2010.